Manufacturer narrative:
Occupation: health professional. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console display does not work. A rotablator console shows no information on the overview display while on dynaglide mode. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for an analysis. Damage was noted on the console leg. Functional testing was performed and no other issues were noted on the console. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the console display does not work. A rotablator console shows no information on the overview display while on dynaglide mode. No patient complications were reported.